Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 28 mmol/l. The customer was showing a symptoms of vomiting, hard to breath and blurry eyes. The customer was treated for high blood glucose with bolus. The customer was advised the 2 high blood glucose rule, the customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call back when tubing clamp received to do high pressure test to finish troubleshooting. The customer declined to troubleshoot for low battery and no delivery alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.